Event description:
This patient, status post (s/p), mi, non st elevation ( stemi), was in the or. The patient was noted to be in ventricular fibrillation. The philips mrx defibrillator synchronized (cardiovert) cable was handed to the crna and connected it to the monitor. Pads were applied to the patient's chest. Monitor/defibrillator was set to 200 joules and charged. The light was on the paddle handle, but when pressed did not deliver the charge. This was attempted three times. The anesthesiologist entered the room, disconnected the synch (cardiovert) cable, set the defibrillator to 200 joules and a shock was delivered. The device was tested by biomedical engineering that day. The defibrillator functions, delivered outputs and all systems were operating correctly. The philips medical engineer came out and tested the device in presence of the biomedical engineer; all functions operated as intended. No errors were found in the event log during the defibrillator attempt. The log showed the defibrillator was charged to 200 joules twice and never discharged by pressing the 2 buttons simultaneously located at the top of the external pad. Once there was no activity for about 30 seconds. Once the physician entered the room, the 3rd and 4th attempts to defibrillate were successful as indicated in the log. After use, an operational check of the device was performed and could not duplicate any malfunctions with device.manufacturer response for external defibrillator, heartstart mrx defibrillator (per site reporter): no malfunctions found.